Event description:
Per cs rep (B)(6) -received email from sales rep, (B)(6) " hi I just spoke to this patient and her daughter. I am going to give you the timeline they gave me, her sx was 1/5. She received the bone stim and started use on (B)(6) - the first day using it she had increase feeling of bowel movement every 20-30 mins wearing it. Day two on (B)(6), she ended up in the ER. Did not use the stim that day. Day three on (B)(6), she was experiencing a lot of pain within 5 minutes of wearing the stim. Took stim off and pain stopped. She did say she has severe osteoarthritis. Not sure if that plays a part. I do personally think some of this/most of this might be normal healing especially with her surgery being 7 days ago. I let her know you would be in touch and hopefully we can figure something out so she can still wear it. Please keep me updated thank you. Her phone number is (B)(6) will call later as it too early to call (B)(6). I called the patient regarding the complaint. I spoke with the patient's daughter, (B)(6). The first day the patient had to go to the bathroom every 30 minutes and pain. The pain level was like an 8 or 9. The pain shooting directly into her lower spine. Two days later, the patient had severe pain. The pain level was a 1o. The pain was on the lower spine. The patient did not go to the ER specifically for the bone stim. The patient went to the ER because she was vomiting all morning and was in extremely pain. The patient did not use the stimulator this day. The patient has not used the unit since the second time she tried treating. The patient was told by the sales rep advise the patient not to use the unit until the sales rep got clarification. If these symptoms were from the stim. The ER paperwork did not mention the stimulator. The patient is doing better from the pain right now. I advised the patient to do the time test if she has any issues. The patient will call back. No new product sent to the patient. Emailed sales rep, (B)(6) " hello, I spoke with the patient and her daughter. The patient is going to do a time test with the spinal pak. If she has any issues while treating, she will call back. Thank you, (B)(6).

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as january of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.